Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced warmth at the ipg site when charging the ipg. Subsequently, surgical intervention was undertaken to explant the system. Date of implant is unknown at this time. The implant date of the concomitant devices is unknown at this time.